Event description:
The facility reported an automix 3+3 compounder where the blue station was not compounding the correct amounts. Specifically, it was reported that the control module display and the actual fluid delivered do not match. This condition occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.